Event description:
Malfunction cardio-respiratory monitor with oxygen saturation capability being used on a pt in intensive care unit. Audible alarm for low saturation condition automatically shut off at bedside monitor even though pt was in alarm condition parameters (oxygen saturations dropped as low as 57% without audible alarm before returning to normal). MFR aware, but, to date has not been able to problem solve.